Event description:
The pt reported experiencing overstimulation and soreness at the ipg site. The pt indicated he has bumped the ipg site twice. The sjm rep met with the pt and interrogated the pt's scs system, which yielded no anomalies. X-rays were taken and the pt's physician stated the scs system showed no anomalies. The pt was reprogrammed and indicated he was receiving effective stimulation coverage with no issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.